Event description:
The hosp staff attempted to administer a countershock to a pt using the device. The pt has been delivered by ambulance and was diagnosed in cardiac arrest. The device allegedly failed to discharge. A backup defibrillator was immediately mad available and used. The pt was not resuscitated. The reporter indicated that the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.